Manufacturer narrative:
Device manufacture date: 3/17/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed no non-conformances. The complaint history for the cyclesure bi, lot 076107 revealed there were two other similar complaints. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. Based on the information, a definite root cause could not be confirmed as a thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples. The issue of positive bi was likely due to the reported broken ampoule. The root cause of the broken ampoule is unknown.

Manufacturer narrative:
(B)(4): suspect positive bi.concomitant devices:sterrad, 100s (B)(4).olympus hd camer and olympus scope.

Event description:
The customer alleged an event of suspected positive sterrad cyclesure 24 biological indicator (bi) after a completed cycle. No injuries were reported from the unrecalled load. The integrity of the bi was not checked per the IFU prior to use.